Manufacturer narrative:
Batch review performed on 25 november 2016. Lot 161465: (B)(4) items manufactured and released on 22 june 2016. Expiration date: 2021-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not explanted.

Event description:
During a primary hip surgery, when the surgeon was inserting the stem, the femur fractured. The surgeon cabled the fracture to stabilize the femur (the stem was left in place). The surgery was completed successfully.